Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a comprehensive reverse total shoulder arthroplasty on an unknown date. Review of radiographs revealed a possible humeral tray fracture. There has been no reported revision procedure to date.